Event description:
Pt experienced inflammation approx 9 months post repair of a massive rotator cuff tear using orthadapt bioimplant. The bioimplant was explanted during incision and drainage approx 9 months post repair. At the time of explant, the rotator cuff tear had healed to only a small deficiency.

Manufacturer narrative:
This case involved the use of the orthadapt bioimplant in the repair of a massive chronic rotator cuff tear with poor native tissue. Orthadapt bioimplants are not indicated for use in load bearing/structural applications and/or where there is poor vascularity. The cause of the event could not be determined; it is likely that the patient's poor native tissue contributed to the event. A review of the device history record (DHR) indicated the device identified in this report met all mfg requirements. The MFR of the device at the time was pegasus biologics, inc.